Event description:
The customer reported to olympus, the tracheal intubation fiberscope image guide (ig) pipe coat was peeling off. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s reported peeling coat issue and found it was due to stress of repeated use, external factors, or handling of the device. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the peeling coating was likely due to handling and use overtime. However, a definitive root cause could not be determined. The event can be detected by following the instructions for use which state: "3.2 preparation and inspection of the endoscope: 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device. Manufacture date of the subject device is june 28, 2007